Event description:
The dialyzer developed a blood leak during its first use within 5 minutes of initiating treatment. The entire system was discarded. Ebl>250cc. The dialyzer had been air pressure tested during preprocessing and passed.